Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
The user facility reported: during an unspecified procedure the battery reamer drive stopped working. There was a maximum delay of 3 minutes. A spare device was available for use to complete the procedure. There were no injuries or medical intervention reported regarding the surgery. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. No part received for device history review (DHR), therefore DHR review is deemed to be indeterminate. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the additional evaluation reports that the device's condition as received to be normal wear and tear. In conclusion the customer's complaint that this device was not functioning properly was confirmed. A functional assessment was performed which confirmed that the motor is damaged. This is due to normal wear over time. Placeholder.

Manufacturer narrative:
Additional narrative: awareness date 05/08/2014. Information was transcribed from a duplicate complaint(#(B)(4) ). A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).

Event description:
This complaint is a DHR hip procedure in which the battery reamer drive would not function in reverse.